Manufacturer narrative:
As reported through a abstract review a amplatzer septal occluder was implanted in a 24 year old patient with a known secundum atrial septal defect (asd) with no history of tachycardia. The patient reported respiratory discomfort in adulthood. After successful implantation of the amplatzer septal occluder (aso), atrial tachycardia (at) was confirmed on the second postoperative day. To avoid the risk of the aso dislodgement, it was attempted to ablate via right atrium; however, this was unsuccessful. The ablation catheter was then carefully inserted into the left atrium via the aso's waist upper rim. The earliest activation site was successfully ablated as intended which resulted in resolution of at. The physician considered that at had attributed to aso. Aso implant might have caused automatic arrhythmia. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined.

Event description:
The abstract from "catheter ablation 2023, medical congress meeting" p.43, o-107 titled "case which atrial tachycardia (at) in early postoperative phase for amplatzer septal occluder implant was successfully treated by catheter ablation" was reviewed. It was reported that on an unknown date, a unknown size amplatzer septal occluder was implanted utilizing an unknown delivery system into a 24 year old female patient with a known secundum atrial septal defect (asd) with no history of tachycardia.the patient reported respiratory discomfort in adulthood. Transesophageal echocardiogram (tee) revealed a 23 x 19mm secundum asd and dilated right ventricle. After successful implantation of the amplatzer septal occluder (aso), atrial tachycardia (at) was confirmed on the second postoperative day. Anti-arrhythmic medication and cardioversion did not resolve the at. On the seventh postoperative day, catheter ablation was performed in the right atrium but was not effective. It was confirmed that the earliest activation site was the area from upper rim of the amplatzer septal occluder waist to the rim of left disc, which contacted to the septum. To avoid the risk of the aso dislodgement, it was attempted to ablate via right atrium however, this was unsuccessful. The ablation catheter was then carefully inserted into the left atrium via the aso's waist upper rim. The earliest activation site was successfully ablated as intended which resulted in resolution of at. The physician considered that at had attributed to aso. Aso implant might have caused automatic arrhythmia. [The primary author was dr. (B)(6), hospital].